Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads,scratched display window, missing end cap sticker and loose/ protruded noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.